Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparotomy of cholecystectomy and choledochojejunostomy, it was found that the endotracheal tube of the patient was slipped and displaced and patient had hypoxia for less than 1 minute. Oxygen saturation dropped to 85 percent. Patient required re-intubation and it established an effective respiratory channel for patient.